Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported an alpha omega 0 mm above target cannula was used. The exact value of the impedances was unknown, but they were high (all contacts).

Manufacturer narrative:
Concomitant medical products: product ID: b3300542m, serial# (B)(4), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead, product ID: b3300542m, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: b3300542m, serial/lot #:(B)(4), ubd: 25-jan-2025, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(4), ubd: 24-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was found during stage 1 surgery while attaching testing cable for intra-operative asleep testing on the patient. Bipolar testing was used with the testing cable at first and there were high impedances on several contacts. The testing cable was repeatedly adjusted and moved the canula up and down and tested at higher voltages. A new testing cable was used and eventually tried a new lead. All gave the same high impedances. They were no consistently staying on a single contact pair, they were moving around. After the new lead was used, the surgeon hypothesized that there was an air bubble causing the high impedance, so he irrigated saline through the canula and into the burr hole, and this finally corrected the impedance. Surgery was extended about 30 minutes for troubleshooting, but no harm was caused to the patient.